Event description:
It was reported that: the infrared radiator 230v malfunctioned with sparks emitted, and some of the sparks were fallen on the feet side of the patient. No injury reported.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation result will be reported in the follow-up report.